Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after carotid angiogram diagnostic procedure using a 5f sheath. Reportedly, there was difficulty closing the foot plate completely. The footplate was eventually closed and removed with some resistance. A new prostyle device was successfully deployed and the knot advanced (worked as intended); however, complete hemostasis was not achieved. Manual compression was then applied for an hour to stop the bleeding. It was reported that the sheath hole size appeared larger due to the device manipulation [first device]. There was no reported adverse patient sequela or clinically significant delay in the procedure. No additional information was provided.